Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to insert the r2p destination sl guiding sheath into the artery using a retrograde approach, the guiding sheath did not go through the artery due to severe stenosis. After that, the puncture site was changed. The guiding sheath was not used and replaced with a competitor's guiding sheath, which was inserted without problem. Subsequently, the procedure was successfully completed by a competitor's device. There was no health damage to the patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.